Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery power loss alarm due to blank display. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not power up. The customer's blood glucose level was 378 mg/dl at the time of the incident. The customer will treat high blood glucose with a manual injection. A few weeks ago, called in due to battery kept dying on the pump, was sent out a battery cap and did not resolve the issue. At this point the pump will not power on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.